Event description:
It was reported that the subject device exhibited spilt in the coating of the cord. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable a root cause could not be identified. Based on the results of the investigation, it is likely the video cable coating split is due to a cut on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.